Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
The event reported previously, did not occurred.

Manufacturer narrative:
Device evaluation: no observations are performed for the complaint, as the event is no complaint against the device . Additional observations: white particles observed, on the device. Crease observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.